Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited varying impedances from (B)(6) 2015 to (B)(6) 2015. Review of the electrograms revealed multiple auto mode switch episodes, the lead also exhibited far r-wave oversensing and noise. Since the impedance was stable and no new auto mode switch episodes were recorded since (B)(6) 2015; no intervention was performed at this time. The patient's condition was stable and would continue to be monitored.